Manufacturer narrative:
(B)(4). A2: age range 65-69 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total knee arthroplasty with the reported device on an unknown date. Subsequently, the patient presented to the emergency department for pulmonary embolism on an unknown date and was admitted. Attempts have been made and no further information has been provided.